Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient . (B)(4).

Event description:
The consumer reported the programmer was not working as they were not able to communicate with their implant, noting seeing a poor communication screen on the programmer. It was noted that the patient did not use the antenna. New batteries were used, but the issue did not resolve. Symptoms included a return of symptoms on (B)(6) 2015; the patient kept going to the bathroom a lot and the patient could not feel it working. During the call, the patient was able to sync and adjust stimulation. No device was sent. Cause and outcome remain unknown. Follow-up was conducted to obtain additional information. The indications for use included gastrointestinal/pelvic floor and urinary dysfunction.